Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2014-05655. On (B)(6) 2014, the patient underwent a trial procedure. During the procedure, two leads that were intended for use showed invalid impedance. Troubleshooting to provide resolution was unsuccessful. As a result, another lead was used to complete the procedure. In turn, the procedure was extended by an hour.

Manufacturer narrative:
Sjm has limited information related to the patients medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.